Event description:
Sales rep. Reported perforation of the uterus using our truclear morcellator blade. Surgeon did a diagnostic laparoscopy then followed with polypectomy. Device is not being returned for evaluation.

Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).